Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's hand power stimulator (controller) was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) said their controller was charged but they couldn't get their ins to work. Pt first said their ins wouldn't recharge, but as pss was troubleshooting with pt, pss discovered that pt meant their stimulation was not working. Pss confirmed that all of the pt's external equipment was working as intended and the pt's stimulation was on, but pt said they were not getting any relief starting last night. Pt said they had not had any recent falls or trauma. Pss walked the pt's husband through increasing the pt's stimulation (pt was on group c), and also walked the husband through trying different groups (a and b). The pt said they did not notice any change in stimulation when increasing the stimulation or with the changing of the groups. The patient was redirected to their healthcare provider to further address the issue. The pt's husband said that the pt has a family hcp they see who was aware of the scs but doesn't have anything to do with the scs. Pss emailing reps in pt's area as they said their current rep was on leave. Pt mentioned that this was the 3rd time that their pain stim wasn't working (see (B)(4) and (B)(4) for previous reports of their ins not working for them).